Manufacturer narrative:
Evaluation summary: the device returned with blood visible in the balloon and inflation lumen. The device failed negative prep. On pressurisation of the device, a leak was observed on the distal shaft. The device failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear on the distal shaft, 19.1cm proximal to the distal tip. The material was jagged and uneven at the tear site. Surrounding the tear site, catheter damage was visible, slight indentation was apparent. Damage was evident further along the outer catheter; 19.4cm proximal to the distal tip, area appeared flattened. In addition to the burst site, deformation was evident to the 1st and 2nd distal stent wraps with struts raised. Also, deformation was evident to the 23rd, 24th and 25th distal stent wraps with struts raised, stretch and overlapping. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute onyx drug eluting stent to treat a non-tortuous, mildly calcified lesion with 80% stenosis in the proximal lad. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was not inspected. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered during delivery and excessive force was not used. It is reported that during stent deployment the balloon burst at 12 atm on the first inflation without expanding the stent. Once stent deployment was started, the stent was not repositioned. The ends of the stent were then flared but the stent was unable to be deployed. Full inflation was never achieved. Due to the length of time the undeployed stent was in the vessel the patient had an adverse reaction to the limited bloodflow to the distal lad and chest compressions had to be performed. The undeployed stent was removed via the guider still on the stent balloon. No intervention required to remove the stent, a non-mdt stent was placed following the removal of the resolute onyx device. The patient was stabilized and a balloon pump was placed. No further patient injury is reported.